Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :28jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported failed air flow accuracy test issue. The manufacturer¿s field service engineer (fse) replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. This failure was caused by the exhalation flow sensor thermistor rt1 and the heated film element contamination. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacturer¿s international service technician reported failed air flow accuracy test. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26may2019. A follow-up report will be submitted once the investigation has been complete

Event description:
The manufacturer¿s international service technician reported failed air flow accuracy test. There was no patient involvement.